Event description:
The user of the suspect device said that it was issuing readings without any tests being done. They were attempting to run a control test and before they applied the solution to the strip, the device began to run a test. It then gave a result of 20 mg/dl the device was replaced and requested to be returned for evaluation.